Event description:
It was reported that the images on the display stopped working during a procedure due to the video mixer not functioning correctly. There was no patient injury or other adverse health consequence.